Event description:
Reporter indicated that pt developed an infection after undergoing generator replacement surgery. It was reported that the infection was initially treated with oral antibiotics, but did not resolve. The infection was later treated with IV antibiotic therapy. The site reportedly looked much better during IV antibiotic treatment.